Event description:
A quality and safety lead of the facility reported to baxter (B)(4) of an interlink IV catheter extension set in which leak was observed at the junction between the soft tubing and the hard luer lock connector, which was cracked. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of an interlink IV catheter extension set in which leak was observed at the junction between the soft tubing and the hard luer lock connector was confirmed during sample evaluation. One used unit was received for evaluation at the plant. An unknown device was connected to the set. During visual inspection no defects were observed. A leak between the microbore winged female luer lock adapter and the tubing was detected during pressure testing at 8psi. The assignable root cause of the reported condition could not be determined. Additional information: should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.